Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported on september 20th the surgeon decided the device was implanted too deep, so it was revised and put in a more shallow pocket. Following this the patient was recharging normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they were implanted with a rechargeable neurostimulator yesterday, and the recharger worked after surgery, but when they got home and tried to charge they stated it wouldn¿t connect. The consumer mentioned it appeared to connect for a few seconds, but then it would lose the connection and go back to searching. The neurostimulator was currently at 50%. During the call a hard reset was performed on the recharger two times, and the device still wasn¿t communication for more than a second and continued to show not found. The consumer didn¿t believe there was any residual swelling causing the communication issues. Additional information was received from a manufacturer representative (rep) reporting that the patient is unable to charge. Their therapy is working fine. It appears the device is either too deep or has flipped. The patient has tried two different wireless recharger (wr) and neither one worked. The rep then tried an old charger to see if they could get any bars and they were able to get 2 bars one time but could not repeat after multiple tries. Surgical exploration and revision is scheduled for (B)(6) 2021.